Event description:
It was reported to vyaire medical that the start/stop button is damaged on the 3100 a ventilator. Customer is requesting a ddi (dynamic displacement indicator) board. Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.